Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during follow-up stored egms of episodes due to oversensing of noise were observed. High capture threshold was also noted. The lead was extracted and replaced. The patients condition was stable after the event with no further issues noted at a subsequent follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.